Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred with 4 unspecified bd emerald¿ syringes. There was no report of user impact. It was reported via post market survey that clinicians encountered any leakage during medication administration, resulting in an inaccurate dose being given (4). Additional information related to medication(s) that leaked while using the bd emerald¿ syringe: intravenous fluids.